Manufacturer narrative:
(B)(4). The analysis results found that the ats45a device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. Please ensure that the tissue lies flat and is positioned properly between the jaws. Any bunching of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. Event could not be confirmed as the device closed and opened without any difficulties noted. The test cartridge was loaded and removed without any difficulties during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, the doctor was creating a pouch and during the last firing with the blue reload, the tissue slipped away from the staplers jaw and it was extra difficult to fire. Half of the reload was fired, and half was not. The head nurse struggled to open the jaws and get the reload out. Another like device and reload was used to complete the procedure. There was a delay of ten minutes. There were no adverse consequences for the patient reported.

Event description:
It was reported that during a gastric bypass procedure, the doctor was creating a pouch and during the last firing with the blue reload, the tissue slipped away from the staplers jaw and it was extra difficult to fire. Half of the reload was fired, and half was not. The head nurse struggled to open the jaws and get the reload out. Another like device and reload was used to complete the procedure. There was a delay of ten minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that the ats45a device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. Please ensure that the tissue lies flat and is positioned properly between the jaws. Any bunching of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. Event could not be confirmed as the device closed and opened without any difficulties noted. The test cartridge was loaded and removed without any difficulties during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.